Manufacturer narrative:
The device was not returned. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Medical intervention was evident as patient took antibiotics in attempt to relieve the pain. A definitive root cause for the issue could not be established. Possible clinical factors that might have contributed to this event include any patient pre-existing dental care history. No further injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs), the patient was seen at a follow-up visit and it was clear that she had developed blisters near the site of the surgery. The patient was in pain. Patient took antibiotics for 7 days but blister would not go down. No further injury or additional medical intervention was reported as a result of this event.